Event description:
It was reported that the device's air detector was not working. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, a lifted downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The air detector was functioning as intended. The service history review had no indication that the complaint was related to a service of the device within the review period. The dso and uso seals were replaced.